Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 363 mg/dl, 413 mg/dl, 400 mg/dl, 363 mg/dl, 214 mg/dl, 500 mg/dl, 405 mg/dl and 27 mg/dl. Customer reported that the cannula was bent. The customer declined with troubleshooting. The devices will not be returned for analysis.